Event description:
It was reported that this pacemaker system was exhibiting noise on right atrial (ra) lead and right ventricular (rv) lead, and pacing inhibition above two seconds on the rv lead. The patient had been experiencing lightheadedness. Isometric evaluation was performed and the noise was not able to be reproduced. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. The system will continue to be monitored, and reprogramming was performed. No additional adverse patient effects were reported.